Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Suspected cause was due to the customer inputting the incorrect carbohydrate ratio and correction factor. Customer consumed baqsimi to address bg. Customer updated the carbohydrate ratio and correction factor setting to address the event.